Event description:
It was reported that during a hartmann's procedure, the staples were not deployed. The incident was found at the leak test. Additional suture was performed by the transanal route to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one tl30 device arrived with the hook shroud open by the seam and with a cartridge loaded on the device. The cartridge was returned fully fired. No functional test was performed due to the condition of the device. The damage to the hook shroud may have been due to an excess force applied to the adjusting knob while trying to open / close the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.